Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 350 mg/dl. The customer had experienced high blood glucose levels and vomiting for several days prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that her health care professional felt that the insulin pump was not delivering insulin correctly, and should be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.